Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the stm received hard copy of po from customer with request to purchase cs300 motor control board and cs300 patient simulator cable to address the issue. The stm placed the order for requested items and confirmed parts were delivered. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported by a getinge service territory manager (stm) that the cs300 intra-aortic balloon pump (iabp) will not boot up. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h3, h6 (evaluation method codes), h10, h11. Corrected fields: b5, d5, d10. A getinge service territory manager (stm) reported that the iabp device was repaired by the customer and released for clinical use. Not returned to manufacturer. Customer performed their own repairs

Event description:
It was reported by a getinge service territory manager (stm) that the cs300 intra-aortic balloon pump (iabp) would not boot up. This failure was discovered by the customer and reported to the getinge stm. There was no patient involvement, and no adverse event reported.